Manufacturer narrative:
(B)(4). A ltr review has been performed and there is a high level of confidence that the ewhu product portfolio meets all specifications and performed as intended when released to the market. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2005 and the mesh was implanted. It was reported that the patient experienced lower back pain, hip and leg pain, nocturia, overactive bladder, and had to undergo manual evacuation of feces.